Event description:
It was reported that the user was unable to lock the tubing connector into the pump despite correct orientation and a rewound pump, and the issue resolved when the user tried a different connector. Symptoms included no adverse clinical effects. Outcomes included no alerts, no alarms, and no medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed a connector attachment failure associated with the tubing-to-pump interface, with the alternate connector functioning as expected. It was concluded, based on previously established findings for similar reports, that the cause was a connector component issue not reproducible with a replacement.